Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the head of the dialyzer down the outside of the dialyzer. Estimate blood loss was less then 3 cc's. No medical intervention was required. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.